Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  it completely stopped. I asked her to explain by what she means by it stopped. The daughter got on the phone and said she can't urinate. She has to cath during the day. At night she has no problem urinating. Caller said, patient recently picked up a heavy box on the porch and wondered if it could have caused an issue. Caller said, since the night she picked up the box she couldn't urinate at all. I explained that by lifting a heavy item it could have caused the lead to move or migrate. I told her she could first try to increase the stimulation and monitor it for a couple days and see if the symptoms improve. If that doesn't help they would want to follow up with the doctor to check the system to make sure everything is in place. They called back at a later date and reiterated the issue, the confirmed they had increased the stimulation and they would observe their symptoms. Additional information reported the patient was still not getting therapy relief and not feeling stimulation. They increased the amplitude and did not feel it. They were going to attempt to increase to where comfortable stimulation was felt and noted they had an upcoming appointment with rep to discuss if symptoms do not improve. They were redirected to their hcp to have ins and lead placement checked.

Manufacturer narrative:
Outcomes to adverse event: urinary retention, catheterization. If information is provided in the future, a supplemental report will be issued.